Event description:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 5, von willebrand's disease (f viii: 88% - vwf ag: 55%) and obesity (bmi 32.912). In 2004, the patient had essure inserted. In 2014, the patient experienced headache ("headaches") and discomfort ("discomfort") and was found to have weight increased ("weight gain"). On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal via bilateral laparoscopic cornuectomy and salpingectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown and the headache, discomfort and weight increased had resolved. The reporter considered discomfort, headache, medical device removal and weight increased to be related to essure. The reporter commented: essure removal was performed for medical reasons, medically necessary, one month after removal the symptoms were complete resolution. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Gynaecological examination - on an unknown date: postoperative anatomopathological examination: right and left tubes congested without any other abnormality. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('medical device removal') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 5. Concurrent conditions included von willebrand's disease (f viii: 88% - vwf ag: 55%) and obesity. In 2014, the patient had essure inserted. In 2014, the patient experienced headache ("headaches") and discomfort ("discomfort") and was found to have weight increased ("weight gain"). On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal via bilateral laparoscopic cornuectomy and salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, headache, discomfort and weight increased had resolved. The reporter considered discomfort, headache, medical device removal and weight increased to be related to essure. The reporter commented: essure removal was performed for medical reasons, medically necessary. One month after removal the symptoms were in complete resolution. The device was available at reporter's site and will be sent diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Pathology test - on an unknown date: postoperative anathomopathological examination: right and left tubes congested without any other abnormality. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 23-feb-2022: update quality safety evaluation of ptc. We received a sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('medical device removal') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 5. Concurrent conditions included von willebrand's disease (f viii: 88% - vwf ag: 55%) and obesity. In 2014, the patient had essure inserted. In 2014, the patient experienced headache ("headaches") and discomfort ("discomfort") and was found to have weight increased ("weight gain"). On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal via bilateral laparoscopic cornuectomy and salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown and the headache, discomfort and weight increased had resolved. The reporter considered discomfort, headache, medical device removal and weight increased to be related to essure. The reporter commented: essure removal was performed for medical reasons, medically necessary. One month after removal the symptoms were in complete resolution. The device was available at reporter's site and will be sent. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Gynaecological examination - on an unknown date: postoperative anathomopathological examination: right and left tubes congested without any other abnormality. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-jan-2022: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('medical device removal') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 5. Concurrent conditions included von willebrand's disease (f viii: 88% - vwf ag: 55%) and obesity. In 2004, the patient had essure inserted. In 2014, the patient experienced headache ("headaches") and discomfort ("discomfort") and was found to have weight increased ("weight gain"). On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal via bilateral laparoscopic cornuectomy and salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, headache, discomfort and weight increased had resolved. The reporter considered discomfort, headache, medical device removal and weight increased to be related to essure. The reporter commented: essure removal was performed for medical reasons, medically necessary. One month after removal the symptoms were in complete resolution. The device was available at reporter's site and will be sent diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Pathology test - on an unknown date: postoperative anathomopathological examination: right and left tubes congested without any other abnormality. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-feb-2022: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.